Event description:
It was reported that this system stored an untreated episode due to oversensing of noise. Also, the smart pass feature was off due to decreased intrinsic amplitudes. Technical services advised some options. The device was reprogrammed. Later, it was reported that the patient had three inappropriate shocks due to oversensing of myopotential noise. There were no additional adverse patient effects. The system remains implanted but the doctor may replace it with a transvenous system.